Manufacturer narrative:
Inspected one opened and used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was 195mg/dl at the time of the incident. The customer reported that they were having issues with sensor. The customer stated when inserting new sensor, the sensor electrode was missing. The customer did not feel pain or discomfort. The customer does feel sensor electrode enter skin. The sensor will be returned for analysis.